Event description:
The physician attempted arteriotomy closure with the closer s 6 fr, device after an interventional procedure. It was reported that "when deploying the device, it cracked during the procedure, the operator had to use another one to finish. The device was removed and closure was achieved with a second device". Multiple attempts have been made to obtain additional info from the customer, but no info has been made available.